Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Reportedly, the cause for the reported issue was due to an incomplete cartridge change alert occurring. Tandem technical support educated the customer on the cause for incomplete cartridge change alerts. A manual injection was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.